Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that additional testing produced noise, loss of capture and impedance measurements greater than 3,000 ohms. As the impedance measurements were greater than 3,000 ohms when measured through the pacing system analyzer and the device, a lead fracture was suspected. The physician elected to explant the device and lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise and oversensing were observed on the device and right ventricular (rv) lead. Additionally, high out of range impedance measurements were noted on the rv lead. Boston scientific technical services (ts) reviewed the available data and indicated the noise was likely associated with minute ventilation and recommended turning off the minute ventilation sensor. As a result, the minute ventilation was programmed off and the sensitivity was increased. The patient will continue to be monitored appropriately. It was indicated this patient had atrial fibrillation with variable response and was not pacemaker dependent. No adverse patient effects were reported.